Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "instrument had a ripped cable". Visual inspection of the instrument showed a broken conductor wire. The instrument could not be tested on the in-house system due to its condition. No other damage was found on the distal end. The housing was removed, damage was found on the back end. The root cause of the broken conductor wire is typically attributed to component failure. Additional observation(s) not reported by site: the instrument had an electrical continuity test performed. The instrument failed the functional test on several attempts. The root cause of the functional failure applies to the reported complaint.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the instrument was inspected prior to use. During the procedure, it did not provide any current, so site changed the bipolar cable. Since changing the cable did not resolve the issue, site used a new instrument to complete the procedure. The alleged instrument was sent for central processing. The next day they found the instrument had a ripped cable. The procedure was completed with a back-up instrument with no reported injury.